Manufacturer narrative:
E1: patient city:(B)(6) patient country:greece

Event description:
Reference number (B)(4). Event occurred in greece. It was reported that the patient faced an infusion set tubing detachment event on (B)(6) 2026. The site of detachment was close to the insertion site location. The infusion set was in use for one day. The insertion site was the right abdomen. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.